Manufacturer narrative:
Product has been requested but not yet received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported that after wearing the second lens in their monthly supply they felt discomfort. After a few days of wearing this lens they replaced it with a different one from the same package but it made their problem worse. The consumer stated that the initial lens that caused the discomfort cut their eye. The consumer reports that both lenses became compromised and caused bacteria to infect their left eye. The consumer states they were prescribed vigamox eye drops and colbiocin cream for 15 days. They were also treated with a sufedex cortisone treatment for 24 days. The wound has healed however, the consumer is unable to wear lenses due to having sensitive eyes and an ulcer under their cornea. This report is for the second lens.

Event description:
Since the initial report, additional information has been received. A doctor's note indicates the consumer had conjunctival hyperemia and corneal infiltrate. The inferior paralimbal area is partially colored with fluoresceine (kerato-conjunctivitis).

Manufacturer narrative:
The lens was returned and evaluated. The results of that evaluation revealed a condition that did not meet our specifications. The review of the manufacturing records concludes that this lot was manufactured, packaged, and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.